Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the watchman access system (was) with a dilator in the sheath. The device was bloody and had the valve tightly closed around dilator. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed that the tip was damaged (compressed/smashed). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MFR:2134265-2017-10559, 2134265-2017-10560. It was reported that the access sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was used with a watchman® access system. The closure device failed the tug test and was unable to be release, so it was fully recaptured. A second attempt was made with the same wds; however, during deployment the delivery sheath broke at the proximal portion, the complete system was removed from the patient. A new 27mm watchman ® laa closure device was selected, during insertion into the sheath there was a lot of friction. The wds was removed and was kinked at the proximal portion at the height of the femoral iliac artery. The was also exchanged and damage was found due to the tortuosity of the iliac/ femoral vein. After placement of a new was they successfully implanted a 27mm watchman ® laa closure device. No patient complications were reported and the patient status is well.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2017-10559, 2134265-2017-10560. It was reported that the access sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was used with a watchman® access system. The closure device failed the tug test and was unable to be release, so it was fully recaptured. A second attempt was made with the same wds; however, during deployment the delivery sheath broke at the proximal portion, the complete system was removed from the patient. A new 27mm watchman ® laa closure device was selected, during insertion into the sheath there was a lot of friction. The wds was removed and was kinked at the proximal portion at the height of the femoral iliac artery. The was was also exchanged and damage was found due to the tortuosity of the iliac/ femoral vein. After placement of a new was they successfully implanted a 27mm watchman ® laa closure device. No patient complications were reported and the patient status is well.